Event description:
The manufacturer's rep reported that the pt was diagnosed with an inflammatory mass. No specific symptoms relative to this event were reported. The pump and catheter were going to be "revised".